Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated arrhythmia episode due to oversensing of a non-cardiac signal. Technical services (ts) reviewed the s-ICD system history and noticed it had previously recorded other untreated events and even delivered inappropriate therapy due to t-wave oversensing. Low r-t ratio was noticed on the treated event. Ts discussed some considerations and reprogramming options to possibly mitigate this issue from reoccurring. After several tests, alternate vector was the best choice for the patient. This s-ICD remains in service and no additional adverse patient effects were reported.